Event description:
The facility's biomedical engineering department reported an incident of a free flow. The pump was infusing pitocin at a rate of 2ml/hr when the staff noticed the medication was free flowing. No pt injury was reported; however, medical intervention was required.